Event description:
It was reported that during an unspecified procedure, deflation difficulties were encountered. The lesion was located in the aorta, however, the percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unk. Upon attempting to post-dilate an unspecified stent, the balloon would not deflate. The physician "had to manipulate the equalizer 27mm x 7mm balloon to get it down" and "it took over a min" to deflate. It was not known how many inflations were made with the device, to what atms the balloon reached on each inflation, or on which inflation the deflation difficulty occurred. The pt's status is reported as "ok". Multiple attempts for further info have been made.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.